Event description:
It was reported that following a very active day, the patient was experiencing pain at the ipg site in the form of soreness, burning, and radiating. As a result, the physician explanted the patient's entire system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.